Event description:
As reported under the (B)(6), during coronary intervention, a type c dissection occurred with a 5.2f supertorque plus diagnostic catheter. The pt experienced elevated cardiac enzymes, non-q-wave myocardial infarction. The pt was admitted on (B)(6) 2007 due to a previous q-wave myocardial infarction. The pt had a bifurcated lesion in the left main and proximal to distal left anterior descending branch. The lesion was type c, de novo, irregular, eccentric and had thrombus present. The lesion had 60% stenosis and was 20 mm in length with a vessel diameter of 3.5 mm. However, during the procedure a type c dissection occurred with the diagnostic catheter. The pt experienced elevated cardiac enzymes, non-q-wave myocardial infarction. Consequently, two cypher select plus stents (3.00 x 23 and 3.50 x 23) were implanted to treat the dissection.

Manufacturer narrative:
Further medical information noted the following: aspirin, clopidogrel, and statins were administered pre-, intra- and post-procedure; ace inhibitors and beta blockers were administered pre- and post-procedure; heparin intra-procedure and insulin post-procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.